Event description:
Reportedly, the dpt was used with the trifurcated cable and a datex monitor (as3/5 one of the newer ones with the marquette connections). The anaethetist experience low and unusual arterial pressure readings on three (3) occasions. During the 3rd case the readings with the arterial pressure signal were low or non existent. Unnecessary cardiac massage performed. Despite normal ECG readings.